Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.